Event description:
The customer reported via phone call indicating battery outlimit, weak battery alarm and keypad anomaly on the insulin pump. Customer's blood glucose was unknown mg/dl. The troubleshooting was done both on battery outlimit and weak battery alarm. Customer ended up clearing the alarm and the moved to weak battery alarm were the issue is resolved. The troubleshooting was also done on keypad anomaly. Customer stated that the up arrow key is not working. The customer does not remember any significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump power up properly, after battery installation. Unit received with operating currents within specifications. No unexpected weak battery or battery out limit alarms noted. Unit received with intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly was noted. Unit received with cracked case at display window corners.